Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was having problems with their bowel stimulator. The patient did not know how to change the setting so they were probably not using it to its full extent. The patient went to charge their implant last night (they stated they hadn't charged in 9 days which was longer than usual because they would normally charge every 7 days) and it took a good 20-25 minutes for it to even "lock in" (connect) to charge. Every time it "locked in", it would then stop "locking in" (it would disconnect again) and that happened over and over again. The patient finally got it to "lock in" and charged but it took almost two hours to charge. The patient stated they barely moved but it would intermittently disconnect and they tried to stay as still as possible. The patient said they had that happen once before (with disconnecting) in the past but it had never taken two hours. The patient also mentioned they were doubled over with cramps for about three weeks now and they didn't know if it had anything to do with the implanted device. The patient stated the cramping started very shortly after they had a bone scan. Compatibility considerations regarding bone scans were reviewed with the patient. When offered assistance with connecting to their settings to check to see if their therapy was turned on, the patient stated "it's on because I charged it up." The patient was advised if their ins had been depleted, they would have had to turn the therapy back on after charging and the patient stated they'd never known that. The patient stated they were never told anything and stated they didn't have a communicator or handset. The patient stated their entire house was boxed up as they were moving so they didn't know if it was in a box somewhere. They stated all they had was their recharger and the dock and they weren't sure if they remembered ever having the handset/communicator. The patient was offered to be warm transferred to sunmed medical to get their replacement external devices and they could call back once they received their external devices for assistance with connecting to their settings to check to see if the implant was on and also to troubleshoot recharging their implant. The patient was redirected to their managing healthcare provider (hcp) regarding their concerns. The patient stated they couldn't get a hold of their implanting doctor and they were hoping to locate a new one but they didn't even have an ID card and didn't know their device information n. The patient's device information was provided to them and they stated they had initially called another customer service line because they didn't have the correct contact information. The patient was provided with the correct contact information. The patient stated they were concerned more about their interstim device not working properly and that could be the reason for their cramping. The patient was advised again that if the ins battery in their body depleted entirely then they would need to turn the therapy back on again once they were finished with charging and the patient stated they'd never been told that. The patient also said they had no idea about the recharger application. The patient also provided a new address. The patient hung up while waiting to be transferred to sunmed so an email was sent to the patient with contact information for sunmed and physician listings. The patient was to locate an hcp, get replacement external devices, call back to troubleshoot further and follow up with a new hcp once they located one. Additional information was received. The patient responded via email that they'd found their external devices and would call back for assistance once the devices were charged. The patient called back to report additional symptoms as well as to report having an issue charging their ins. The patient mentioned it was painful to sit if wearing jeans since they lost weight. The patient mentioned they weighed 85 lbs and the implant was closer to their skin. The patient mentioned again that it took two hours to charge their ins. The patient wanted to find out the status of the ins, however, their communicator was not charged. The patient was advised to call back once their communicator was charged. The patient was assisted with locating the attachment for the physician listings sent earlier. The patient called back again and reiterated previously noted events. The patient had their external devices charged. The patient was assisted with connecting to the my therapy app to ensure their stimulation was on and functioning. The patient successfully connected and noted that therapy was on. The patient stated there seemed to be no issues with their implant and their cramps must be related to another medical issue. The patient was advised they had the option to turn off stimulation if they suspected that interstim was related to their cramping issue. The patient declined and stated everything would go haywire because their interstim and enterra work on a "push pull" basis. The patient also increased stimulation until they could feel it. The patient confirmed comfortable stimulation. The patient was again redirected to their hcp.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.